Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-oct-2024, UDI#: (B)(4). H3: analysis of the communicator [s/n: (B)(6)] found that the micro usb port was loose and visually damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding an external device. It was reported that the patient was having problems with their communicator. The patient stated it would not turn on or charge. The patient stated that when they put it on the charger, the red light turns blue, but when they unplug it to use it, everything goes black. A request was sent to the repair department to replace the device.